Event description:
The lens was removed and replaced as the doctor wanted a different diopter lens. When the lens was removed the posterior capsule broke. The incision was enlarged.

Manufacturer narrative:
See MDR 1920664-2008-00053 for the delivery device used with this intraocular lens.